Event description:
Mayfield skull clamp with pins applied to the head by doctor. Patient supine on stretcher. When patient positioned prone from stretcher to operating room table, skull clamp attached to mayfield frame on operating room table - doctor noticed a scalp laceration to posterior left head at pin site. Doctor removed skull clamp and repositioned it. The patient was prepped and draped for craniotomy. When surgery completed, the scalp laceration was sutured by physician's assistant. The mayfield frame and skull clamp were tagged at the end of the case.